Manufacturer narrative:
The clinician reported failure of two isf0850 dental implants (lot n. 7809816 and 7809817), due to failed osseo integration. No further patient complications were reported. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.

Event description:
Dental implant failure.